Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient had undergone a primary breast augmentation surgery with implantation of a 275cc mentor smooth round moderate plus profile prosthesis. Post-operatively, the patient experienced a spontaneous deflation event affecting the right breast prosthesis. This event was diagnosed through ultrasound imaging performed by a healthcare professional during a physical exam. As a result, the patient underwent removal on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).